Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2025. During the procedure, the tip of the device was fractured in the bile duct. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the exact patient weight is 72.5 kg. Block h6: imdrf device code a150103 captures the reportable event of tip of the device was fractured in the bile duct. Block h11: investigation results: the returned trapezoid rx was received for analysis. Visual examination revealed that part of the handle detached. The sheath was observed buckled and the handle cannula was not returned, it had detached. However, the tip was not observed detached. The reported event was not confirmed. Based on the available information, the investigation findings were likely the same force applied when trying to destroy the stone caused the whole device to retract due to the pressure on the handle, which made the sheath buckle. There is also a possibility that the same force applied during stone destruction placed the entire device under significant pressure, causing the handle cannula to detach and the handle to break during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block a4: the exact patient weight is 72.5 kg. Block h6: imdrf device code a150103 captures the reportable event of tip of the device was fractured in the bile duct.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2025. During the procedure, the tip of the device was fractured in the bile duct. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.